Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported drill was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch 498626) was examined visually under magnification. The main body's drive interface terminated with a singular fracture surface; this fracture surface is oblique to the device axis. The fractured surface was effectively a smooth surface with slight cupping (i.e. Not a flat plane). The surface had light, sporadic texturing; regions adjacent to this fracture plane exhibited no stretching or necking (i.e. No signs of ductility). There were no regular occurrences of progression/beach/seashell marks on the fractured plane itself (i.e. No signs of fatigue). The observed driver damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggested a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery that the driver tip broke. The surgeon was unable to remove the broken piece, therefore it was left in the patient's body. The surgery was completed after a 5-10-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00486 for the driver involved in this event.